Manufacturer narrative:
There was no negative pt impact. The device was evaluated at philips, and the symptom was verified. It was determined an incomplete electrical connection had caused the failure. Replacing the therapy port and cable resolved the issue.

Event description:
The customer reported that they were unable to deliver a shock. There was no negative pt impact.